Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (267 mg/dl). Suspected cause was due to settings entered into pump by healthcare provider. Elevated blood glucose was addressed by delivering a bolus via the pump. Customer is a new user to the pump and is consulting with health care provider regarding pump settings.